Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an emdr and will be submitted to the FDA. (B)(4). Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed board circuit assembly for evaluation. As of (B)(6) 2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported the following: "vent inop", "motor fault", "low pip", and "low ve" alarms continuously. According to the distributor, the issue was resolved after installing a new main printed circuit board. No patient involvement.